Event description:
It was reported that the legs of a vena cava filter were allegedly crossed and the arms did not fully expand after being deployed. The approach was jugular. The cava measured between 18 and 19 mm. The filter was retrieved and another vena cava filter was placed without incident. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. There was nothing found to indicate there was a manufacturing related cause for this event. The returned filter was evaluated. Heat was applied to the filter and the filter took shape. All arms and leg/hooks were present and intact. The filter was measured and all measurements were within specification. The result of the investigation was inconclusive. The root cause of the event is unknown. The current IFU (information for use) states the following: precaution: anatomical variances may complicate filter insertion and deployment. Careful attention to these instructions for use can shorten insertion time and reduce the likelihood of difficulties.